Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 5076-52 lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had increasing impedance and was suspect of a fracture. The lead was partially removed and capped. A new lead was implanted. It was further reported that the right atrial (ra) lead was damaged during rv lead extraction. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.